Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on electronic assembly. No button error alarm noted during testing. Moisture damage was found on the motor assembly. The device was received with cracked reservoir tube lip and battery tube threads.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had alarmed button error since last night. Customer's blood glucose was 130 to 140 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm, unless it may have touched the railing while sitting down but he didn't think that may be the cause. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.